Event description:
The product was evaluated. An external visual inspection was performed and failed due to the usb connector being burnt. Pictures were taken. Receiver charge and boot tests were performed and failed due usb connector damage. Functional tests were not performed and failed due to usb connector damage. The receiver log was not downloaded and reviewed due to usb connector damage. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.